Manufacturer narrative:
(B)(4). Pump received with no button response at esc, act, up and down due to unlocked j2, liquid crystal display keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act. Pump received with cracked reservoir tube lip, broken battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.